Event description:
It was noticed that the autosensing histogram showed 2622 r waves during vf, while no vf arrhythmia episode was recorded in device memories. Also the rv lead measurement screen showed very variable r wave amplitude.

Event description:
It was noticed that the autosensing histogram showed 2622 r waves during vf, while no vf arrhythmia episode was recorded in device memories. Also the rv lead measurement screen showed very variable r wave amplitude.